Manufacturer narrative:
Pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37, 38, or 130 noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose value was 138 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.